Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. One of the two samples also had erroneous results for the elecsys tsh assay. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019. The serial number of the e 801 analyzer used by the customer was asked for, but not provided. The serial number of the e 411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314666, with an expiration date of 28-feb-2019 was used on this analyzer.

Manufacturer narrative:
Sample ID: (B)(6) was also run on a roche e801 instrument and generated a result of 3.72 pg/ml and on a roche e602 and generated a result of 3.47 pg/ml. Sample ID: (B)(6) was also run on a roche e801 instrument and generated a result of 5.77 pg/ml and on a roche e602 and generated a result of 6.60 pg/ml. The investigation did not identify a product problem. From the provided data, a reagent issue can be excluded. As insufficient sample material was available for further investigation, the cause of the event could not be determined.